Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced difficulty sliding a cartridge onto the pump. Additionally, it was reported that a minimum fill message occurred after the cartridge was filled with 200 units. There was no reported impact to customer's blood glucose. A new cartridge was successfully loaded to address the event.